Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso catheter and suffered a cardiac tamponade requiring pericardiocentesis. Near the end of the procedure, the patient became hypotensive and a left atrial tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition after the intervention. There is no information about the hospitalization. It was noted that the patient was hypotensive secondary to a hypertrophic heart. It was also noted that the surgeon indicated that the adverse event was not related to biosense webster, inc. Wi products. Due to the hypertrophy of the heart, a higher energy setting of 35 watts was used. Mapping was performed with a lasso catheter. No catheters were noted to be outside of the geometry. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.